Manufacturer narrative:
H6: investigation summary: customer returned a single pen needles with no inner shield or teardrop label for identification. The cannula of the pen needles has been bent at a significant angle at the base of the patient end of the needle. This damage may have occurred if forces perpendicular to the needle cannula were applied accidentally during use, resulting in the needle bending. While the issue cannot be confirmed directly, the needle bending may have caused the needle to shift during use, which could have potentially impacted the amount of insulin administered in this dose. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needle bending may be sufficiently high forces accidentally applied across the needle during routine use. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver medicine during use. The following information was provided by the initial reporter: "consumer reported, patient end of needle bent when taking injection. Stated, she's not sure if she received complete dose 2 pen needles affected".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver medicine during use. The following information was provided by the initial reporter: "consumer reported, patient end of needle bent when taking injection. Stated, she's not sure if she received complete dose 2 pen needles affected"